Event description:
The customer reported that the pump was programmed to deliver un unspecified concentration of morphine at 1ml/hour. The pump was found at an unspecified time later infusing at 2ml/hour.

Event description:
Report received of an independent rate change. The pump was programmed in the ml/hour mode to deliver an unspecified solution at a rate of 1ml/hour. At an unspecified time later, the pt was being transported to have an unspecified procedure done with the nurse accompanying the pt. The pump sounded an unspecified alarm. It was reported that the pump spontaneously changed the rate of infusion to 99ml/hour. The pump was removed from clinical service. There was no adverse effect to the pt and no medical interventions were required. Though requested, there was no add'l info available.